Event description:
(B)(4). I was implanted with a medical device implant called essure in 2009. This medical device implant is now manufactured by bayer, formally by conceptus inc. My lot number is 628192. My model number is ess305. This device has a three year shelf life, however I do not have that expiration date. The onset of my complaint started in 2014. This is a list of my side effects and symptoms that I have experienced due to essure: abscess at vaginal opening, swelling of legs and feet, pain in back and hips, tremors, and elevated thyroid antibody level. I have been seen by 4 doctors. The device is still inside of me, but is planned to be removed (B)(6) 2015.